Event description:
Per the clinic, the patient expired on (B)(6) 2014, subsequent to undergoing initial implant surgery on (B)(6) 2014. No complication were reported during the implant surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.